Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was in overdischarge and the patient could not confirm telemetry with their patient programmer. There was a coupling problem. The patient had been unable to get more than 4 coupling bars since implant. During the 3 weeks prior to the report the patient would charge with 4 coupling bars all day but could never get past a quarter charged. The battery status was not advancing. The patient had tried recharging while sleeping and other times sitting in a chair with no success. A manufacturer representative worked with the patient for an hour and was unable to get any success. The patient received a new recharger and was able to get 4-6 coupling bars but could not get their charge level above 0. The patient had no stimulation at the time of the report. The patient¿s implant was too low and too close to the crack of their buttocks but the patient had great compliance and had not had issues recharging prior to june or july. The patient was charging more than expected. The patient¿s connector block was superficial but the case was deeper. After looking at the recharging statistics there was a possible overdischarge noted about 6 months prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Information pertaining to the event was previously reported regarding patient fall; reference manufacturer report # 3004209178-2014-17532. It was unclear if the surgical intervention was due to the patient fall or the coupling problem. Any additional information received will be reported under this manufacturers report number.

Event description:
Additional information received reported the patient had tried for hours to recharge over multiple days, 12-15 hours. It was almost impossible to get sustained coupling to get any charge. The patient was so frustrated and unable to get enough charge for the rep's to read with the clinician programmer. Two rep's had met with the patient multiple times attempting to recharge. The physician was also getting frustrated. He requested an authorization for a replacement of the generator. They were going to "retrieve the generator" and the physician was going to make sure and place the next generator in a more desirable/easier position to recharge.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen by a manufacturer representative on (B)(6). The recharging status on the recharger sh owed that the patient was not recharging for an adequate duration. The patient¿s overdischarged battery was able to be recovered without a physician recharge mode but it was not understood how. The patient had another doctor¿s appointment scheduled for (B)(6) but rescheduled for (B)(6).

Event description:
It was reported that the patient had tried recharging with their recharger and also using a brand new recharger for hours and could not get past 25% charged. The patient had not seen a power on reset (por) message during their recharging session. However, it was thought that a por message had been seen earlier. The device was interrogated with a clinician programmer after 1 hour of charging in the doctor¿s office and it showed a discharge message and instructed the patient to charge their battery. The patient¿s battery voltage was at 3.285v which was the discharge battery level. The patient was frustrated with the amount of time they spent charging. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n369615, implanted: (B)(6) 2013, product type: accessory; product ID 97791, lot# n375843, implanted: (B)(6) 2013, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).